Event description:
It was reported the patient underwent conversion of a unicompartmental knee arthroplasty to a left total knee arthroplasty eight and a half years post implantation due to lateral disease. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d10: 159547, oxf anat brg lt md size 3 PMA, lot 176290 161469, oxf twin-peg cmntd fem md PMA, lot 737800. The products involved in the reported event were not returned for investigation; however, pictures were provided and reviewed. Photograph shows explanted components from an oxford knee system placed on a sterile drape following removal. The image appears to include the femoral component, tibial component, and polyethylene bearing, with residual biological material visible on the metallic surfaces. No additional information can be determined from the photograph alone. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Radiographs were provided and reviewed by a radiologist. The review identified, left knee medial compartment knee arthroplasty. Tibial tray exhibits medial overhang (possible oversizing). Suspect loosening of the tibial component. Relative paucity of cement underlying the medial aspect of the medial tibial tray and osteopenia may be risk factors for loosening. Heterotopic ossification adjacent to the polyethylene bearing. Moderate osteoarthritis lateral femorotibial joint compartment. Moderate-marked osteoarthritis of patellofemoral joint compartment. A definitive root cause could not be determined if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends